Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which they acknowledged and understood.